Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Multiple follow up attempts were made by tandem clinical support, however, no response was received by the customer. Customer¿s blood glucose (bg) level was 389 mg/dl.